Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: hong kong. It was reported that a distal plastic part of the cartridge was broken during surgery and fell into the patient's abdomen. The distal plastic part of the cartridge could not be found.